Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the needle of three sensors broke. Sensors got stuck in the serter and in another the customer was unable to press the button of the serter. Customer was not able to push the button. Customer's blood glucose was 11.3 mg/dl. No further info reported.